Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 (scope communication error) occurs due to damage to the imaging section. It is thought that this phenomenon occurred due to a defect in the internal circuit board or contact points of the video connector. The scope ID data was not entered; it is thought that the active current during the high-frequency treatment flowed into the image sensor and caused the event to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: the scope ID data was not entered is detectable and preventable by handling device in accordance with the following IFU. Important information ¿ please read before use, dangers, warnings, and cautions 5.2 troubleshooting guide. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device b30 (scope communication error) and the scope ID data was not entered. There was no patient involvement.